Event description:
It was reported that while the rotaflow console was in use on a patient as a main pump, flow rate suddenly became "0". Flow rate appeared and disappeared several times. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was not investigated yet. A supplemental - medwatch will be submitted when additional information becomes available.